Manufacturer narrative:
A. Patient information not provided. D4 - the primary UDI number in d4 is reflective of all currently available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had repeated backup battery (ebb) fault alarms despite a disconnect and reconnect of the current ebb. The controller was exchanged.